Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l3-s1 with vb replacements and bmp at l3-4 and l5-s1 and posterior instrumentation at l3-s1 to treat lower back pain and bilateral lower extremity pain. Bmp was placed anteriorly into the disc space and also within the vb replacements. Bmp was also placed over the transverse processes bilaterally. Approximately 2 months post-op the patient reported for a follow up exam. The patient notes significant low back pain and spasm and lower extremity paresthesias persist. Approximately 4.5 months post-op the patient returned for post-op follow up. Reports improvement in low back pain. The paresthesias and burning in the lower extremities is improving since starting the neurontin. Approximately 6 months post-op the patient came in for a follow up. The patient reports back pain is greatly improved. The sensation in the lower extremities continues to improve. Approximately 41 months post-op the patient reports having upper lumbar pain and sij pain from compensation for 3 year old l3-s1 fusion. Contributory joint dysfunction l>r at t12/l1.l2.l3 as well as significant contribution from weak and defacillitated traverse abdominus muscles. Approximately 42 months post-op the patient reports back and bilateral leg pain. The pain is a ching, nagging with sharp features. Pain is exacerbated with prolonged sitting. Standing and walking does offer relief with the position change. The following day the patient reports improvement but still refrains from lifting child half of the time. Testing shows patient has strength and flexibility capacity to do it, but still needs cuing for optimal body mechanics to minimize lumbar strain/stress. Approximately 43 months post-op the patient reports numbness in left leg and stabbing with numbness in toe and pain ascending stairs. Prior to surgery patient had no control of left leg and had sciatica. Current symptoms are low back pain and numbness in bilateral legs. The patient underwent lumbar transforaminal epidural steroid injections at l4-5. 45 months post op the patient reports back and bilateral leg pain. The pain is aching, nagging with sharp features. Pain is exacerbated with prolonged sitting. Standing and walking does offer relief with the position change. Approximately 56 months post-op the patient reports mild edema bilaterally in the legs and chronic back pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.